Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Physician reported "folders and periprosthetic liquid in left side" diagnosed by MRI. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: creases/folding of implant: observed, flat creases. Seroma-late: unable to observe since it is not related to the device. Additional observations: deformation is observed. Crease is observed. Voids are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported "folders and periprotesic liquid in left side" diagnosed by MRI. Device has been explanted and replaced with a non-allergan device.